Manufacturer narrative:
(B)(4). Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument and performed a device evaluation. Failure analysis confirmed the customer reported complaint. The pch instrument was found to have the conductor wire with damaged insulation. Thermal damage was observed on the monopolar yaw pulley. The pch instrument was found to have both the distal clevis and idler pulley with thermal damage. It was noted there was no damage to the conductor wire entry nor to the silicone. The pch instrument had 2 lives remaining. A log review was conducted, and it was confirmed the pch (470183-11) n10170804-0068 was last used on (B)(6) 2018 during a general surgery with system sk1678. No image or video was provided for review. As of 04/09/2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported because damage to the weld or conductor wire of the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information that are blank were either unknown or unavailable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's 8th usage and, therefore, had not expired. Implant date is blank because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a general da vinci-assisted surgical procedure, a permanent cautery hook (pch) instrument had the insulation "chewed up" and the tip was broken. The procedure was completed with no report of patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotic coordinator was unable to provide any additional information on the event. No patient history nor patient demographics was available.